Manufacturer narrative:
The reported event was inconclusive. A potential root cause for this failure could be due to incorrect operation for product feeding (catheter). The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter box had only 12 catheter out of 50.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter box had only 12 catheter out of 50.